Manufacturer narrative:
No button error alarm was noted during failure analysis. However up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No frozen screen noted. Time advanced properly on the insulin pump. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 189mg/dl at the time of the incident. The customer stated that they were trying to bolus when the button continued to scroll without touching the button leading to the keypad issues. Customer also stated that the clock on the insulin pump did not advance when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.